Event description:
It was reported that the wake button was difficult to press and/or required multiple presses to turn on pump screen. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.